Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the rv channel of this pacemaker. This noise was due to the minute ventilation (mv) feature and resulted in pacing inhibition lasting more than 2 seconds in two separate episodes. The patient was not symptomatic. Boston scientific technical services (ts) discussed that the patient should be seen in clinic so that mv could be programmed off. Ts also discussed lead impedance measurements were variable, but were within normal limits. No adverse patient effects were reported. This device remains in service.